Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7088877, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7088631, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319, batch/lot number: 37085910, model/catalog description: clik x MRI anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.